Event description:
Customer reported that the system is intermittently producing fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. One of the connection cables was loose and was reseated. The system was then found to be operating as intended.